Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence after atrophy. A surgical procedure was performed, during which the aus was removed but the urethra looked as though it was close to erosion. The issue is ongoing.